Event description:
It was reported that intermittent occlusion alarms occurred. The customers blood glucose ranged between 240-270 mg/dl. During systems check with tandem technical support (cts) customer reported using pump supplies beyond labeling and not properly completing the air flow extraction step. Cts educated the customer on proper load technique and cartridge/insulin labeling. Reportedly, customer changed pump supplies to address the issue.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Per tandem user guide: change your infusion set every 48¿72 hours. Per tandem user guide: since air bubbles can compromise delivery accuracy, always remove all bubbles when drawing insulin into syringe; always hold the pump with the white insulin fill port pointed up when filling cartridge; and always ensure that there are no air bubbles in the tubing when filling.